Manufacturer narrative:
Concomitant medical products: d334drg ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv/svc (right ventricular/ superior vena cava) impedance were stable then increased suddenly to high and undefined impedances on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.